Manufacturer narrative:
Preliminary evaluation and testing revealed that the returned battery contained a faulty cell. This finding was re-assessed per our sop requirements, and determined to be reportable. Additional information will be submitted within thirty (30) days of completion of the investigation. This is one of two reports (3007042319-2014-00174 and 3007042319-2014-00711) submitted for devices related to the same event. Evaluation in progress.

Manufacturer narrative:
The controller and batteries were returned; various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Thorough external visual inspection of the devices revealed no signs of physical damage or contamination. The returned controller passed functional testing. Functional analysis revealed that (B)(4) contained a faulty cell pair, which most likely contributed to the reported event. An internal investigation (CAPA) has been opened to address the issue. This is one of two reports (3007042319-2014-00174 and 3007042319-2014-00711) submitted for devices related to the same event.

Event description:
Approximately one year and four months post heartware lvad implantation, the patient reported that he experienced an increase in battery switching with single beep alarms. At the same time the alarm starts, the patient indicated that the battery led on the controller turns off. This has occurred on multiple occasions. The controller and batteries were removed from the patient and a new set was supplied. No harm or injury to the patient was reported as a result of this incident. Preliminary log analysis review confirmed a critical battery alarm prior to the patient's visit.